Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was returned with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back up capacitor was replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the pump gave an error 1720; it is unknown if there was a patient involved.